Event description:
The nurse was monitoring the pt and observed that the pt had decannulated while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcome.

Manufacturer narrative:
The nurse advises that fastener tabs were attached properly but neck band was stretched out. The product was unavailable for review. Samples from stock were tested at dale medical products, but the allegation could not be duplicated. The product performed per specifications.